Manufacturer narrative:
(B)(4). Patient age at time of event: over 18 years old. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MFR: 2134265-2017-07229. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The closure device was deployed. However, when trying to perform full recapture, an anchor got stuck outside the was and tore apart the tip of the was. It was noted that after the recapture difficulties the anchor of the closure device was at a 90 angle. The procedure was completed with another of the same device. The patient status is stable.